Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 114 mg/dl. A supply change was performed and the occlusion alarms continued. A system check was performed on the current supplies and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage. Reportedly, the customer wears their pump against their skin which may have led to abrupt temperature changes to the pump. Further troubleshooting was declined by the customer.